Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer also reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer did not recall any significant events leading to the hospitalization. She stated that she was wearing the insulin pump at the time of the event. She was given insulin and got better before being discharged on monday.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.